Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 250cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively diagnosed via physical exam. As a result, the devices will be explanted on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 25, 2021, mentor became aware that replacement order was placed for surgery on (B)(6) 2021. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (b(4).